Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced infusion set's tubing detachment from connector. Infusion set was in use for less than 1 day. Patient changed infusion sets and resumed insulin successfully. No further information available.